Event description:
It was reported that, "while impacting the handle with a mallet, the instrument broke."

Manufacturer narrative:
Associated device: rod for straight cup holder, catalog number 1235-0-007, lot code unk. A supplemental report will be submitted upon completion of the investigation.